Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a stent right coronary artery interventional procedure. Reportedly, during sheath splitting, it didn't feel right and it was observed that only about 4 centimeters above the groin had split. The silver sheath splitter came out of the sheath. The release mechanism was attempted to close the vessel locator wins; however, wings did not close. Manual pressure was applied and the device was pulled out without causing any vessel damage. No force was used to remove the device successfully. Hemostasis was achieved with manual arterial compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.